Manufacturer narrative:
Maude report mw5067709 was received.

Event description:
It was reported that during a device change out, increase in pacing thresholds and intermittent failure to capture the ventricle in the pacemaker dependent patient were observed. Cxr did not reveal any abnormalities in the rv lead. Since a new lv lead was added, the physician decided to leave the rv lead and monitor with merlin. The patient¿s condition was unchanged before, during and after the procedure.